Event description:
During a lap. Cholecystectomy procedure the doctor preloaded theclip and when he went to place the clip a malformed clip was produced. Another device was used to complete the case. There was no patient consequence. One device is being returned.